Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were intermittently responsive and required multiple button presses. Unrelated to the keypad complaint, it was observed that there was a pink contrast to the text on the display screen. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The "up", "down" and "ok" buttons are all intermittently unresponsive. The "up" and "down" buttons are less responsive than the "ok" button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.